Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: "lc". Event description: when the user tried to deploy the bag, the support frame was open, but the bag slipped out from the shaft and did not attach to the prongs to deploy properly. Product available for return additional information was received via email on 30nov2023 from [facility], purchasing, yes, the tips of the prongs were exposed while inside the patient. Intervention: the user replaced it with a new one as a replacement. Patient status: there was no impact on the patient